Manufacturer narrative:
The device was sent to the manufacturer for repair. Based on the provided return information note, the flow transducer test failed after 2 hours of ventilator testing. The cause of test failure was traced to o2 module malfunction. After replacement, the unit passed all functional and safety tests. The device was tested for 16 hours according to servo-air service manual with approved results. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure.

Event description:
Flow transducer test failure during pre-use check was discovered during the inspection of the ventilator. There was no patient involvement. Manufacturer's ref. #: (B)(4).